Manufacturer narrative:
The customer did not retain the product lot information, for this infiniti procedure pack, therefore, the device history records traceable to the reported procedure pack could not be reviewed. The customer reported, experiencing aspiration failure from the cassette. The used cassette in the tray was visually inspected. The drain bag was detached from the drain bag tape on the cover, due to saturation. The drain bag tape was adhered on the cassette properly. Both irrigation and aspiration luers were intact. The sample was tested using the console and primed, tuned with the handpiece, and functioned within specification. The root cause of the customer's complaint could not be established. The returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined, that this sample met specifications. In-process controls are established to ensure each final assembled cassette is verified, that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the aspiration failed occurred during the ultrasound phrase of a cataract procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient.